Event description:
When injecting radiesse dermal filler into the nasolabial fold the physician injected too deep into the angular artery. The area blanched during the injection and the pt developed four pustules along the side of her nose.

Manufacturer narrative:
During the f/u, it was determined that the physician did not penetrate pst the subdermal layer when injecting into the nasolabial folds. For treatment the pt was administered antibiotics and steroids. The device history records for radiesse lot 1010939 were reviewed; this lot met all testing specifications.